Manufacturer narrative:
Concomitant medical products: endoscope (unknown type). Investigation conclusion: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Slippage of the band from the varix can occur if the endoscope is advanced beyond the banded site. The instructions for use caution the user that "passing endoscope over a previously placed band may dislodge band." The lot number associated with this complaint was researched to determine the manufacturing date of the bands. We can conclude from the research that the bands were within the acceptable age date range to ensure the bands maintain their elasticity properties. The additional information provided in the complaint reported that the endoscope used during the procedure was the olympus cv70, however this equipment is the processor for the endoscope. If an olympus processor was used during the procedure, an olympus endoscope was most likely used due to compatibility. The recommended endoscope for mbl-6-f products is a fuji endoscope. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During an esophageal variceal ligation, the physician used a cook 6 shooter saeed multi-band ligator. The physician claimed that they felt hard about the rope [trigger cord] and bands. The band is less elastic. They deployed five (5) bands but three (3) have fell off. Replaced with two (2) devices but fail. The third device was used to finish the procedure. The fallen off bands will be excreted naturally. The following clarification was received on 05/08/2016: "according to the reporter&#38112;description, the discomfort of using the rope [trigger cord] and band was subjective feeling from the surgeon. During the procedure, three total 6 shooter saeed multi-band ligator were used. Two devices have failed." The following clarification was received 05/15/2016: "according to the reporter, the two devices failed in the same way and were from the same lot."

Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the products said to be involved could not confirm the report. Two devices were included in the return. Returned device one included: a two-way handle, a loading catheter, an irrigation adapter, a trigger cord attached to the barrel with one band remaining on the barrel. During a functional test device one (1) was attached to an olympus 2.8 gif q20 endoscope (a (B)(4) endoscope was not available for use during the evaluation). The single band deployed as intended onto a simulated varix. All twelve (12) deployment beads were present and examined under magnification. The examination of beads indicated they were filled correctly. The beads were verified for correct location. The length of the trigger cord measured within specification. The trigger cord was intact, free of knots and not broken. Returned device two included: a two-way handle, a loading catheter, an irrigation adapter, a trigger cord attached to the barrel with five bands remaining on the barrel. During a functional test device two (2) was attached to an olympus 2.8 gif q20 endoscope (a (B)(4) endoscope was not available for use during the evaluation). The five bands deployed as intended onto a simulated varix. All twelve (12) deployment beads were present and examined under magnification. The examination of beads indicated they were filled correctly. The beads were verified for correct location. The length of the trigger cord was measured to be within specification. The trigger cord was intact, free of knots and not broken. The lot number associated with this complaint was researched to determine the manufacturing date of the bands. We can conclude from the research that the bands were within the acceptable age date range to ensure the bands maintain their elasticity properties. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The additional information provided in the complaint reported that the endoscope used during the procedure was the olympus cv70, however this equipment is the processor for endoscopes. If an olympus processor was used during the procedure an olympus endoscope was most likely used due to compatibility. The recommended scope for mbl-6-f products is a (B)(4) endoscope. Slippage of the band from the varix can occur if the endoscope is advanced beyond the banded site. The instructions for use advise the user that "passing endoscope over a previously placed band may dislodge band." Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.